Event description:
It was reported that the ventilator generated a technical error code indicating a power failure. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power failure while on patient. The field service engineer confirmed the power failure in the device logs and replaced the dc/dc & standard connectors printed circuit board (pcb) according to the recommendations in the service manual. The ventilator was returned to customer and cleared for clinical use after functional and safety tests and calibration. No part was returned for investigation and the device logs are no longer available. If an internal power failure related to the dc/dc & standard connectors pcb occurs during ventilation it may, depending on the type of fault, lead to stop of ventilation. Alarms will be generated. The conclusion is that the field service engineer confirmed the power failure and replaced the dc/dc & standard connectors pcb according to the recommendations in the service manual. As no part was returned for investigation, the root cause could not be determined.